Event description:
Report received indicated that patient had signs of bright red discoloration under hydrocolloid tape border; no weeping or itching. Uses strips of duoderm under tape border. Previously used full durahesive wafer; prefers moldable only. Report noted that patient uses duoderm strips over under tape border, however patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA (B)(4) issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the information was not provided or is unknown.